Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to a allergy, the same day of the first surgery. The surgeon explanted humeris stem ta6v size 12, centered glenosphere and 135/145 ° ø36+3 cup. The surgeon implanted humeris stem ta6v size 12, centered glenosphere cocr tin and 135/145 ° ø36+3 cup.